Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by the customer that after replacing the battery in the device, proper device operation was observed. The device was returned to use. The device or the removed battery was not returned to physio-control for evaluation, therefore a root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.